Manufacturer narrative:
A product development evaluation was completed: the returned aiming arm was received in good condition with no visible damage to the mating surfaces. All components functioned as designed without any issues. Product drawings from the date of manufacture were reviewed during this evaluation. No drawing discrepancies were identified. No damage was found and the parts functioned as intended. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the aiming arm was drilled through. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was drilling a screw into a nail and missed the nail and drilled through the aiming arm instead. The surgeon was able to complete the surgery with a twenty minute delay and no harm to patient. This is report 1 of 7 for (B)(4).

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Service history review: lot 8768076: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.